Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis was leaking".

Event description:
Patient reported "prosthesis was leaking" for an unknown side. Device has been explanted.